Event description:
It was reported that an alarm was heard. The patient heard beeping, which started on wednesday of the previous week. The patient missed a refill appointment scheduled for 2014 (B)(6), as they thought the appointment was for 2014 (B)(6). As of the time of the report, telemetry had not been performed. The patient¿s healthcare provider (hcp) notified the patient that they missed the refill, but that a refill would not be performed due to an outstanding balance. The pump was being used to infuse ¿broritatal¿ and morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).